Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported that during a novasure endometrial ablation on (B)(6) 2014, the physician received several unsuccessful cavity integrity assessment (cia) tests. The physician performed a hysteroscopy and a perforation was noted at the "fundus". The procedure was aborted. The patient was admitted into the hospital overnight and received antibiotics. The "physician checked the issue by hysteroscopy and found no further injury". The patient was discharged home the following day. Dilatation and curettage (d and c), dilatation and sounding with a metal sound and biopsy (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.